Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent transforaminal lumbar interbody fusion surgery on the lumbar region of his spine from vertebrae l2 to l5. "The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage(i.e., in the disc space and posterior elements)." Reportedly," the patient continues to experience chronic lower back pain. He experiences limited mobility, and difficultly sitting, standing and walking. Patient requires use of a cane to assist in ambulation."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with the following pre-op diagnosis: lumbar spinal stenosis. Degenerative spondylolisthesis. Degenerative scoliosis. He underwent following procedures: posterior spinal fusion with segmental instrumentation, l2-l5. Bilateral lumbar foraminal and lateral recess decompressions, l2-l3, l3-l4 and l4-l5. Transforaminal lumbar interbody fusion, l2-l3, l3-l4 and l4-l5. Image-guided surgery. Injection of intrathecal substance. Intraoperative myelogram. As per operative notes, ¿the space was elevated and found to be able to accept a 12 x 30 peek interbody implant. This was filled with rhbmp-2. A rhbmp-2 sponge along with 3 ml of local bone graft was placed anteriorly and then the cage seated into place. An additional approximately 12 ml of bone was placed into the interspace as well. The disk space was elevated up to 15 mm height and a 15 x 30-mm interbody implant was seated into place along with 15 ml of allograft bone. Rhbmp-2 had been placed into the interbody implant. Again, a 15-mm high interbody implant x 30 mm was utilized. This was filled with rhbmp-2 and again approximately 15 ml of bone graft placed into the inner space.¿ no intra-operative complications were reported.